Manufacturer narrative:
A ge rep evaluated the system and replaced teh c3 relay. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the system is displaying error code 1283. No pt injury was reported.